Event description:
Pt underwent tavr (transcatheter aortic valve replacement), procedure completed. At the end of the procedure, the perclose was being used to obtain hemostasis. After inserting the perclose closure device in the left femoral artery, the device would not advance or retract after wire removal. The provider was unable to pull back enough to re-access the wire port. When attempting to manipulate the perclose, the handle separated from the rubber vessel lumen. Leaving the rubber vessel retained in the pt. The provider did an immediate cutdown to obtain the retained portion of the perclose. Refer to add'l documents in i2k.